Manufacturer narrative:
Investigation summary: sixteen (16) photos were provided by the customer for investigation. Four (4) of the photos are common to both non-conformances and show the outside of the box that the shelf cartons were shipped in. There is minor damage to one (1) side of the box in the area where the label is applied. Four (4) of the photos relate to the non-conformance of the shelf carton which does not have a lot number printed on the box. One (1) photo shows the top of the shelf cartons as they were packed in the box. A second (2nd) photo shows the front of the shelf carton. The third (3rd) photo shows the back of the shelf carton. The lot number and bar code has not been printed on the carton. The fourth (4th) photo shows the back of the non-conforming shelf carton next to a properly printed shelf carton. A machine malfunction resulted in the shelf carton not getting printed. As the cases are not manually loaded and inspected the missing print on the shelf carton was not caught by production associates. The lot information is printed on individual blister packs for identification. As such the lot number printing on the shelf carton is for reference and is not required for traceability. Therefore, no corrective or preventative actions are proposed in the scope of this complaint. Eight (8) of the photos relate to the non-conformance of damage to the shelf cartons. Six (6) of the photos show different degrees of damage to the shelf cartons, one (1) photo shows the top of the shelf cartons as they were packed in the box and the eighth (8th) photo shows a corner of one (1) of the shelf cartons which has the lot number printed on it. The blister packs are automatically loaded into shelf cartons and shelf cartons are automatically loaded into the cases during the manufacturing process. The shelf cartons were likely damaged during the loading process into the cases. As the cases are not manually loaded and inspected the damage to the shelf cartons was not caught by production associates. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of package damaged / defective / other for lot #8361818 item #305107. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of label / product insert missing for lot #8361818 item #305107. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Root cause description the blister packs are automatically loaded into shelf cartons and shelf cartons are automatically loaded into the cases during the manufacturing process. The shelf cartons were likely damaged during the loading process into the cases. As the cases are not manually loaded and inspected the damage to the shelf cartons was not caught by production associates. A machine malfunction resulted in the shelf carton not getting printed. As the cases are not manually loaded and inspected the missing print on the shelf carton was not caught by production associates. Rationale bd acknowledges that the shelf cartons in the photos provided by the customer show damage. The customer reported eleven (11) shelf cartons (one thousand one hundred (1,100) individual needle units) being affected. As these one thousand three hundred (1,300) units would not exceed the acceptable quality level (aql) of 0.25 for ¿no holes, tears, slits, open seals, or channels¿ for the batch no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that before use of the bd needle 30ga 1/2in there were 11 boxes that were damaged and one box that was missing label information. The following information was provided by the initial reporter: no lot = 1 sp, dented and tore box = 11 sp.